Event description:
(B)(4). During placement in (B)(6) 2014 my heart rate dropped into the 40s bpm. My insurance did cover the cost of the device. After implantation I started to experience pain in all of my joints, an increase in headaches frequency and in severity, pelvic pain that went from mostly around my periods to all the time and gets steadily worse and can be debilitating. I was diagnosed with fibromyalgia in (B)(6) 2014. Depression and mood swings. Serious fatigue.